Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented for explant of the pulse generator, right ventricular (rv) lead, and right atrial (ra) lead, due to methicillin-resistant staphylococcus aureus bacteremia. Infective endocarditis with potential thrombus formation and minimal pericardial effusion were associated with the rv and ra leads. There also appeared to be scar tissue under the clavicle. There was no post-procedure complications noted.